Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with issues related to their eye cancer. It was found on the patient's electrocardiogram (EKG) that the patient's implantable cardioverter defibrillator was exhibiting loss of capture. It was further indicated that the loss of pacing resulted in the patient exhibiting bradycardia. The device was reprogrammed and capture was restored. The patient was stable.